Manufacturer narrative:
The degree of cervical dilation reported in this case was below the one prescribed in the FDA approved instructions for use, which may have contributed to the reported event. The disposable handpiece used in this case was not returned, therefore a failure analysis of the complaint device cannot be completed. However, all surgical handpieces meet all the specifications when released, including adequate sterilization. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable handpiece. Excessive force applied during placement of the disposable handpiece may result in tissue injury, including perforation. Although designed to detect a perforation of the uterine wall, this test is an indicator and it might not detect all perforations. Clinical judgment must always be used. The minerva rf controller was returned for investigation. The minerva rf controller passed all manufacturing specifications.

Event description:
It was reported that an approximately 42-year-old patient suffering from abnormal uterine bleeding (e) was scheduled for an endometrial ablation. Diagnostic hysteroscopy and d&c were performed. The uterine cavity appeared to be normal, with no pathology. The cervical canal was dilated to 6 mm. The minerva dilator was not used. The minerva device was inserted and deployed with the array opening indicator in the green zone. The user suggested that he felt that the device was not "all the way opened". Uterine integrity test was initiated and passed on the first attempt, which was followed by a 2-minute uninterrupted ablation cycle. Upon completion the device was unlocked, closed and removed. Diagnostic hysteroscopy was performed, and a uterine perforation in the fundus of the uterus was seen. Diagnostic laparoscopy was performed. Uterine perforation was confirmed and an area of unintended thermal effect on the sigmoid colon was seen. Laparotomy, bowel resection with end-to-end anastomosis were performed. The patient recovered and was discharged.